Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the product history review and the investigation are complete.

Event description:
It was reported via clinical trial that a subject experienced vessel occlusion leading to prolonged hospitalization. The event was considered target lesion related and possible related to study device and study procedure. No additional information was reported.